Manufacturer narrative:
An intuitive field service engineer (fse) went on-site to replace the erbe generator. No products have been received for failure analysis investigations.

Event description:
It was reported that at the start of a da vinci-assisted surgical procedure, with the patient on the table, the monopolar energy was not working. Technical support was contacted, but the issue was not resolved over the phone. The surgeon elected to abort the procedure due to the lack of monopolar energy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The integrated electro surgical unit was received and failure analysis. During (power-on test), the reported error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.